Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: did the needle break or did the needle separated from the suture during the procedure? Yes. Were x-rays performed to localize the needle? Yes. Was the needle removed from the patient? Yes. Any other patient consequences? If yes, what medical/surgical intervention was provided. No. If needle piece is still retained please provide size and location. N/a. Are there plans to remove the retained needle piece? All retained needle was be removed. Procedure name and date? Caesarean section. Event date? (B)(6) 2022.. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device rh2abd/vcp496h32 and no non conformances/ manufacturing irregularities related to the malfunction were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a caesarean section on (B)(6) 2022 and suture was used. The patient was diagnosed with covid-19 so the healthcare professionals wore the ppe to perform the procedure. When hcp performed wound closure, needle breakage occurred and fall was noted. The surgeon opined that under tight timeframes, wearing ppe may have caused deviation on the forces/point acting on a needle during operation. Considered that tight timeframes and special covid-19 case, hcps decided to stitch up a wound first, and then perform x-rays to localize the needle, and remove all retained needle piece from the patient. The surgery was successfully completed with no impact on effectiveness of surgery. Patient is fine. No negative outcome was found. Additional information was requested.